Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was "500/550 mg/dl." The patient was treated at the hospital with a "drip" to lower her blood glucose level. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.